Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair. An internal investigation (CAPA) has been open to address the issue. No additional information will be forthcoming.

Event description:
This event involved a patient eleven months post heartware hvad implantation who experienced charging issues with his/her battery. The report received indicated that the battery does not work and the patient is not able to charge it. There was no reported patient injury. The battery was replaced and returned to heartware for evaluation.